Event description:
Philips received a complaint that a failure in the jog dial was observed while the device was in use on a patient. No medical intervention was reported. No delay in therapy was reported. There was no report of patient or user harm. A service technician evaluated the device. The navigation ring sometimes did not respond, so the front bezel was replaced and the phenomenon was resolved. The software was updated to version 2.30. Overall checking, cleaning, and run and function tests were performed on the device.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device bezel was returned to philips for evaluation. The bezel assembly was tested, and the failure was not confirmed. It was found that the navigation ring adjusted the settings up and down. The power, battery, and alarm leds were functioning correctly. The accept button functioned as designed. The power shut down using the power button and the touchscreen. The device also shut down using the power button and accept button. No issues were found with the returned bezel.